Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer stated that they experienced low blood glucose levels of 35 mg/dl the previous day. The customer's blood glucose at the time of the call was 376 mg/dl. The customer declined troubleshooting the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.